Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a patient undergone a cardiac surgery in (B)(6) 2015 was found to be infected with m.chimaera. The infection was confirmed on (B)(6) 2020. An heater-cooler system 3t was used during the surgery. The patient has been admitted to hospital for treatment with a history of fevers, chills, sweats, and weight loss.

Manufacturer narrative:
H.10: the laboratory report confirming the positivity of patient tissue to the bacterium has not been provided. The hospital did not track the serial number of the heater cooler units used during cardiac surgery back in 2015 thus the serial number of the possibly involved device remains unknown. Through follow-up communication for previous complaints received from this hospital, livanova learned that the devices are cleaned as per the IFU. However, the cleaning practise in place at the customer site at the time of the surgery remains unknown. The possibly involved devices which are currently in use at the hospital are the followings: (B)(6). The above mentioned device were all manufactured in 2007. A service history review has been performed and it did not identify any relevant information and revealed that the devices were upgraded in (B)(6), 2017. A complaint database analysis has been conducted and revealed that no complaints about contaminated devices were received in 2015. The only contamination complaint submitted by this clinic was in (B)(6), 2016 and was involving (B)(6). Through media monitoring livanova became aware of a newspaper article mentioning (B)(4) confirmed cases of patient infections in (B)(6). All (B)(4) infections in (B)(6) are captured in livanova complaints database and the article has been evaluated for missing additional information for each specific case. Based on details such as surgery date, livanova has been able to trace some information to this specific event. Within the article it is stated that the now 68-year-old patient sits in constant pain, unable to move freely on his own. He takes a cocktail of antibiotics and painkillers every day. His symptoms did not start to present until four years later. The patient was short of breath and stamina and developed inexplicable tremors. He was put on several antibiotics and underwent surgery to remove the infected tissue from his heart. But it was too late since the m. Chimaera had spread to his bloodstream, his brain, his spleen and his spine. He has had two spinal surgeries to remove the infection, but his most recent pet scan showed the surgeries didn't work. None of the device in use at the hospital at the time of 2015 surgery was upgraded with vacuum and sealing kit.

Event description:
See initial report.

Manufacturer narrative:
Through follow up, livanova was informed of a more detailed event description: patient underwent an aortic valve replacement and double cardiac bypass on (B)(6) 2015, is reported to have developed symptoms of m. Chimaera on or about (B)(6) 2019. This infection is reported to have been confirmed, but we have no further information regarding that confirmation. The patient is reported to have had two surgeries to remove spinal m. Chimaera infections in (B)(6) and (B)(6) 2021 and then to have entered palliative care in the winter of 2022. Patient was removed from palliative care after interferon gamma treatment. Patient¿s current status is unknown. No evidence to suggest device failed to meet specifications is available. No records confirming the use of a 3t or specifically identifying a 3t have been produced to date. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.